Event description:
It was reported via a survey that a dialysis patient had a stomach infection and a tube (not a fresenius product) was removed. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).